Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an inappropriate battery voltage for the length of service. This device is under no advisories. Guidant received subsequent information that the patient experienced a syncopal episode.